Manufacturer narrative:
The insulin pump act button did not respond due to moisture damage on keypad trace. No button error alarm noted. The insulin pump had no moisture damage on electronics noted. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer did not recall blood glucose at the time of the event. Customer did mention she wears the device in her bra and it may have been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up, and it need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.